Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.  A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had impaired wound healing due to the leads that were buried deep. The physician did not suspect impaired wound healing was device related and the cause that contributed was the leads were too superficial. The patient was placed on antibiotics and underwent a lead explant procedure.